Event description:
It was reported that an inadvertent deployment occurred. A 8 x 40 x 130 innova self expanding stent was selected for the treatment of mesenteric dissection. Prior to the procedure, when the package was opened, the stent fell out of the package. The procedure was completed with another of the same device. There were no patient complications reported.